Manufacturer narrative:
Parts of the plunger head were replaced to remedy the sensor error observed during testing. The reported error of "check clutch" could not be confirmed. As a preventative action, the clutch half's left and right with leadscrew and spring were replaced. After repair and recalibration, the pump was found to operate as intended. No corrective actions are planned at this time.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.